Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2, mfg report reference: 1627487-2019-04212. It was reported that the patient experienced an abandoned procedure. The physician attempted to implanted two leads but was unable to due to patient anatomy. The procedure was abandoned with no reported patient complications.